Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that "they" insulin pump rejected a brand new battery. The customer¿s blood glucose level was unknown. Customer stated that random no delivery alarm and customer noticed that the piece of plastic chipping off. Customer also stated that the low battery and low reservoir. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.